Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a flexible ureteroscopy procedure on (B)(6) 2022. During the procedure, the shrink sleeve was detached. The detached portion was removed from the patient. The procedure was completed with the same original guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): device code a0501 captures the reportable event of shrink sleeve detached. Block d6 (impact codes): impact code f23 captures the reportable event of unexpected medical intervention. Block h10: the returned sensor wire was analyzed. The returned product was found with its sections complete (urethane tip, sleeve and ptfe coil), however, the ptfe was peeled at the long of the wire. The reported event was not confirmed. Based on the condition of the returned device, engineers determined that the problem observed is related to the handling / manipulation, excess of force applied to the device, probably caused when the user used the device. According to the information provided the event occurred during procedure. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a flexible ureteroscopy procedure on (B)(6) 2022. During the procedure, the shrink sleeve was detached. The detached portion was removed from the patient. The procedure was completed with the same original guidewire. There were no patient complications reported as a result of this event.